Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up, system speaker hums) was confirmed. As received, the monitor would not power on. The cause of the inability to power on was likely a flash memory failure (components u102 and u105) on c/a board (B)(4). The flash memory has an intermittent bga connection, which was discovered during flash programming. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective flash memory. The pt was issued a replacement monitor.